Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on 13-nov-2024. The event occurred within three hours of insertion. The insertion site was at the thigh. The blood glucose level was 417 mg/dl at the time of the event; therefore, the patient was treated with insulin boluses through pump. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.